Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The involved pump was returned to livanova (B)(4) for investigation. Visual inspection identified a crack in the surface of the touch screen. During functional testing, the reported issue was confirmed and the touch screen was found to be non-operational. However, the other functions of the pump were normal. The led display and accessories were replaced and subsequent functional checks, test run and technical safety inspection were completed without further issue. The device was returned to the customer. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.

Event description:
Livanova (B)(4) received a report that the touch screen of the s5 roller pump did not work properly during priming. There was no patient involvement.